Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's stations (cns) were in communication loss with gz telemetry transmitters on floors 4 thru 7. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be high. Nk's cits found that the issue was caused by a wireless engineer from the facility making changes to the wireless network, which resulted in the communication loss. As this issue is not a result of a malfunction of an nk device, a is CAPA not required. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with this cns: cns: model #: cns-6801a (pu-681ra). Serial #: (B)(6). Gz transmitters: model #: ni. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that two central nurse's stations (cns) were in communication loss with gz telemetry transmitters. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that two central nurse's stations (cns) were in communication loss with gz telemetry transmitters. The customer's wireless engineer made changes to the wireless network, causing the gzs to fall out of communicate with the cnss. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: central nurse's station (cns) cns-6801a (pu-681ra) sn (B)(4) gz transmitter model and serial numbers were requested but not provided. Only the channel frequency information was provided.

Event description:
The biomedical engineer (bme) reported that two central nurse's stations (cns) were in communication loss with gz telemetry transmitters. No patient harm reported.